Manufacturer narrative:
(B)(4).

Event description:
It was reported that the septum plug was damaged. The device was removed and replaced during a lead revision. No additional information was available.